Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a pump error alarm. The customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm. The customer able to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm noted during test.